Manufacturer narrative:
(B)(4). The baxter technical support representative (tsr) reviewed the logs at the time of the call and found that the mother of the home patient (hp) had bypassed the prior drain which resulted in the high drain alarm. The hp's largest prescribed fill volume (lpfv) is 750ml, and the ultrafiltration (uf) for cycle 9 was 776ml. The hp did not have any symptoms. The tsr explained the alarm to the mother. The mother understood and declined a swap of the device. The device wa not returned for evaluation, therefore the reported issue was not confirmed. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-pediatric.

Event description:
The customer contacted baxter's technical service center to report a high drain 109/ call pd (peritoneal dyalisis) nurse alarm on a homechoice (hc) device at the end of therapy. High drain 109/call pd nurse alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The baxter technical support representative (tsr) reviewed the logs and found that the mother of the home patient (hp) had bypassed the prior drain which resulted in the high drain alarm. The hp?s largest prescribed fill volume (lpfv) is 750ml, and the ultrafiltration (uf) for cycle 9 was 776ml. The hp did not have any symptoms. The tsr explained the alarm to the mother. The mother understood and declined a swap of the device. The homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.